Event description:
The customer reports blood leaked from the hemostasis valve.

Manufacturer narrative:
(B)(4). The customer returned one psi for evaluation. The sample contained obvious signs of use in the form of biological material. A stopcock was returned attached to the luer hub. Visual examination of the psi did not reveal any defects or anomalies. The hemostasis valve was tested for leaks. The psi was attached to a lab leak tester and the distal end of the sheath was occluded. The device was then pressurized to 21 kpa, then 42 kpa. No leaks were detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user , "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed , temporarily cover valve opening with sterile gloved finger until obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." The customer report of a leak in the hemostasis valve could not be confirmed by complaint investigation of the returned sample. The psi passed all relevant visual and functional testing. A device history record review was performed based on sales history with no relevant findings. The reported defect could not be reproduced with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Note: potential lot numbers - 71f18d1594, 71f18f0542, 71f18c0089.

Event description:
The customer reports blood leaked from the hemostasis valve.